Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was not in clinical use when the issue occurred. Per the information collected, the led indicator on the base station was blinking red, the wi-fi indicator on the footswitch was red and the battery indicator was green, which indicates that there was a compatibility issue between the wfs and base station. During troubleshooting, the fse identified that the connection between wfs and the base station was intermittently lost due to the compatibility problem between them. The fse replaced the wfs and the base station. After replacement of the wireless footswitch and base station, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the connection issue where a prior occurrence led to serious injury (tw (B)(4)), but it is related to compatibility issue. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless base station and foot switch were replaced. Philips has started an investigation of the complaint. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.